Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and had symptoms of dizziness and nausea. At an unknown time the patient called an ambulance and they received a blood glucose result of 32.8 mmol/l on their device. The patient was transported to the hospital. The caller reported that he was able to self-treat by administering insulin through his infusion device, and gave himself back up pen therapy. Patient advised that the hospital did not provide any treatment. The patient was discharged from the hospital on (B)(6) 2018. The infusion device was requested to be returned for product evaluation.